Event description:
The stent came off the balloon upon advancement in the patient. Reportedly, the stent was successfully removed from the patient with a snare device. There was no patient effect reported.